Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6) 2014, a gore introducer sheath with silicone pinch valve (ts2430/11367509) was used for treatment of a thoracic aortic aneurysm. It was reported that the physician felt resistance upon withdrawal of the sheath. The physician reportedly attempted to rotate and withdraw the sheath. However, the right common iliac artery was ruptured. The ruptured artery was surgically repaired.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.the gore introducer sheath with silicone pinch valve instructions for use (IFU) state ¿do not continue advancement or retraction of the catheter or other interventional medical device into and out of the introducer if there is resistance. Determine the cause of resistance before proceeding.